Event description:
Healthcare professional reported left side rupture diagnosed via MRI and ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photos of the explanted device have been received; evaluation yet to begin. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via MRI and ultrasound. The device has been explanted and replaced.